Event description:
The article, "risk factors for the development of prosthetic valve thrombosis after systemic atrioventricular valve replacement in pediatric patients with a functional single ventricle", was reviewed.this research article is a retrospective single-center experience to evaluate the risk factors for prosthetic valve thrombosis (pvt) including prosthetic valve size in patients with functional single ventricles who underwent systemic atrioventricular valve replacement. The devices included in the study were carbomedics, st. Jude medical mechanical valve, on-x valve, and ats medical. The article concluded that patients who developed pvt were younger and underweight. In such patients, relatively oversized prosthesis is clinically inevitable. No patients who underwent prosthetic valve replacement with or after total cavopulmonary connection (tcpc) subsequently developed pvt. "[The primary author was yuya yamada, department of cardiology, fukuoka children¿s hospital, fukuoka, japan.]" "[The secondary and corresponding author was kenichiro yamamura, department of cardiovascular intensive care, fukuoka children¿s hospital, kashiiteriha 5-1-1, higashi-ku, fukuoka 813-0017, japan.]"this study included patients with functional single ventricles who underwent atrioventricular valve replacements from 01 january 1998 to 31 december 2021. A total of 28 patients were included in the study, of which an unknown number received an abbott device. The median age was 20 months. The majority gender was female. Comorbidities included hypoplastic left heart syndrome, heterotaxy syndrome, and reduced ventricular function.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: risk factors for the development of prosthetic valve thrombosis after systemic atrioventricular valve replacement in pediatric patients with a functional single ventricle b2: death date was estimated b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "risk factors for the development of prosthetic valve thrombosis after systemic atrioventricular valve replacement in pediatric patients with a functional single ventricle", was reviewed. This research article is a retrospective single-center experience to evaluate the risk factors for prosthetic valve thrombosis (pvt) including prosthetic valve size in patients with functional single ventricles who underwent systemic atrioventricular valve replacement. The devices included in the study were carbomedics, st. Jude medical mechanical valve, on-x valve, and ats medical. The article concluded that patients who developed pvt were younger and underweight. In such patients, relatively oversized prosthesis is clinically inevitable. No patients who underwent prosthetic valve replacement with or after total cavopulmonary connection (tcpc) subsequently developed pvt. "[The primary author was yuya yamada, department of cardiology, fukuoka children¿s hospital, fukuoka, japan.]" "[The secondary and corresponding author was kenichiro yamamura, department of cardiovascular intensive care, fukuoka children¿s hospital, kashiiteriha 5-1-1, higashi-ku, fukuoka 813-0017, japan.]". This study included patients with functional single ventricles who underwent atrioventricular valve replacements from 01 january 1998 to 31 december 2021. A total of 28 patients were included in the study, of which an unknown number received an abbott device. The median age was 20 months. The majority gender was female. Comorbidities included hypoplastic left heart syndrome, heterotaxy syndrome, and reduced ventricular function.

Manufacturer narrative:
Summarized patient outcomes/complications of abbott mechanical heart valve were reported in a research article in a subject population with multiple co-morbidities including hypoplastic left heart syndrome, heterotaxy syndrome, and reduced ventricular function. Complications reported included death, cardiac arrest, cardiac tamponade, sepsis, pericardial effusion, heart failure, thrombus, heart block, bleeding, bradycardia, surgical intervention (permanent pacemaker, re-do procedure), hospitalization/prolonged-hospitalization, patient device interaction problem (thrombus); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There are no relevant tests/lab data to report.literature attachment: risk factors for the development of prosthetic valve thrombosis after systemic atrioventricular valve replacement in pediatric patients with a functional single ventricleb2: death date was estimatedb3: event date was estimatedd4: the UDI number is not known as the part and lot number were not provided.